Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Strings came completely off [device breakage]. Case narrative: consumer's aunt reported that the tampon strings came completely off. No injury was reported.